Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a cranial procedure. It was reported that the case was planned and reviewed prior to surgery. In preop, the surgeon and resident placed the mount with the patient prone due to location of base. The CT scan was completed while patient was in supine position while avoiding pressure on the fiducial by elevating the patients head. CT scan was imported from film library. During fusion, initial system guess was not close potentially due to prone base position. Fusion was adjusted by representative. Surgeon and resident confirmed the fusion was acceptable. Right and left trajectories were sent for skin incision. Right side was resent for burr hole and left side was resent for burr hole and lead placement. Lead was measured and marked at 236mm. Suture was placed at estimated measurement from target to bone (9mm). Cannula with stylet were inserted into target. Stylet was removed and lead was placed. Lead was locked in place. Right trajectory was sent. Same process as previous side with respective measurements. O-arm spin was done after both leads were in place. First trajectory on the left side was accurate within 1mm on both trajectory view and depth. Second trajectory on the left side was approximately 2.5mm superior at the target. Surgeon deemed the lead acceptable given the final placement. No patient harm was reported.